Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the quick release tube had pulled out of the quick release. He changed the site and got it all set up and went to prime it and he noticed that insulin was exiting before he primed the pump. Upon investigation, it was found that there was missing glue in the tubing connector (glue was misplaced on the tubing connector). No further information available.